Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned femoral inserter/extractor determined that the device exhibits signs of repeated use like nicks or gouges and blue pad has fractured. All pieces were returned for evaluation. DHR was reviewed and no discrepancies were found. As per package insert instrument/provisional use, care and sterilization breakage can occur when instruments are subjected to high loads and/or impact. Fracture artifacts suggest that pad was fractured due to bending overload and complaint description says that during impaction the device was broken. But, zper also says that surgical technique was followed. So, with the available information we cannot come to a specific conclusion why the device has fractured. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during impaction of the femoral component, the blue plastic attachment was broken. No adverse events have been reported as a result of the malfunction.